Manufacturer narrative:
(B)(4).

Event description:
It was reported that "cuff leakage". This was found prior to use therefore no patient harm or injury.

Event description:
It was reported that "cuff leakage". This was found prior to use therefore no patient harm or injury.

Manufacturer narrative:
Qn# (B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "one actual sample was received in an open pouch for further evaluation. Visual inspection was conducted on the received sample and no abnormalities was observed. The cuff pressure of the actual returned sample was inflated to 25 mbar by using calibrated endotest. However, the cuff was unable to maintain its pressure at 25mbar. After conducting a thorough inspection of the cuff, no holes or cut marks were found. However, upon further examination of the main tube, an opening resembling a torn was observed at specific area of the airline. The torn airline on the main tube leading to unable to inflate the cuff. Based on the investigation, the defect mode related to cuff leakage did not match the complaint's report, as the cuff was in good condition. However, observed a torn airline on the main tube. With the damaged sample received, this complaint could not be verified as manufacturing related caused due to visual inspection on inflation and deflation was conducted in manufacturing process and such obvious defect able to be detected and taken out as it will fail all the testing at manufacturing site. The returned complaint device did not meet manufacturing released specification as the airline tube was torn. The complaint was not confirmed, and the root cause was not determined." Teleflex will continue to monitor and trend on complaints of this n ature.